Event description:
It was reported that the user experienced an alert 38 indicating a motor stall on the ilet pump, which was addressed by restarting the pump and performing a full supply change using a new cartridge and connector; after these steps, the alert cleared and did not recur. Symptoms included no reported adverse physiological effects, and blood glucose was not affected. Outcomes included continued therapy without interruption, no need for medical intervention, and no hospitalization. Investigation included customer support troubleshooting and user-performed corrective actions with supply replacement. Investigation of this case revealed resolution following replacement of disposable components and restart, consistent with a transient motor stall that did not recur after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with a transient device stall resolved by standard corrective actions.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.